Manufacturer narrative:
The customer declined service. No further information provided.

Manufacturer narrative:
Date of device manufacture year is xxxx. The month of manufacture was unavailable at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the ventilation was not working. There was no report of patient involvement.